Event description:
It was reported that a clearlink continu-flo solution set would not prime. This occurred during simulated use testing of the device. The reporter stated that the set was spiked into an IV bag filled with deionized water and the drip chamber was filled. Priming was then attempted, but ¿fluid would not flow past the check valve when inverted and tapped.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation partially primed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed, and the device was primed completely and flow was achieved with no issues noted. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.